Manufacturer narrative:
Concomitant medical products: d314trg, implanted: concomitant medical products:2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead exhibited phrenic nerve stimulation and was subsequently capped during the right ventricular (rv) lead revision. No further patient complications have been reported as a result of this event.